Manufacturer narrative:
No radiographs were provided to confirm the event. The explanted construct was not returned for evaluation. The subcutaneous air was not reported to have occurred prior to the revision. The subcutaneous air reportedly was resolving following the repair of the esophageal perforation, although as of the last report date, the patient was experiencing dysphagia. Review of labeling notes: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves, pulmonary emboli; loss of sensory and/or motor function; and permanent pain and/or deformity. Rarely, some complications may be fatal." Device remains in-situ.

Event description:
On (B)(6) 2016 a (B)(6) year-old male underwent a revision procedure due to adjacent segment degeneration with the goal of extending the fusion construct from the original c5-c7 to include c3-c4 levels. During evaluation it was noted that a screw implanted in the c7 vertebral body had loosened and backed out. Following what was reported to be a smooth surgery, the patient developed subcutaneous emphysema secondary to esophageal perforation. The perforation was repaired (B)(6) 2016.